Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon. The balloon was loosely folded with blood in the balloon and lumen. The balloon, markerbands, and proximal weld were microscopically inspected. Inspection revealed a pinhole in the balloon material at the distal edge of the distal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.75mm x8mm nc emerge® balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.75mm x8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.